Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after one day of intra-aortic balloon (iab) therapy, the iab was kinked in an n-shape on the proximal side of the balloon (around 210 mm from the tip). The iab was removed and replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4) h3 other text : device not returned.